Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No motor error alarm noted. The insulin pump was unable to prime during prime test due to moisture damage on force sensor. The insulin pump was unable to perform excessive no delivery test and occlusion test due to prime/fill anomaly. The motor was tested outside the insulin pump and passed. The insulin pump had a cracked reservoir tube lip, cracked case at display window corner and scratched lcd window.

Event description:
It was reported that the insulin pump alarmed motor error twice. The blood glucose reading was 215 mg/dl. The customer stated that she had no idea what led up to the issue, noting that the insulin pump prompted her to rewind as though she was putting in a new reservoir, and then alarmed motor error. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.